Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the customer insulin pump had unexpected restart alarm. The customer¿s blood glucose level was unknown at the time of the incident. The customer troubleshooting was performed and was advised to inserted a new battery and received an unexpected restart alarm. The customer was advised that the pump will need to be replaced. He customer was advised continue to wear pump until replacement arrives. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed the displacement test, self test and unexpected restart alarm test. No unexpected alarm anomalies noted. (B)(4).